Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the patient had an aspira pleural catheter placed by physician #1, in interventional radiology. It was subsequently removed in interventional radiology by physician #2, on (B)(6) 2016. Patient has had persistent drainage and chest wall cellulitis resulting in consultation with infectious disease, physician recommended antibiotic therapy. Patient has had poor healing and two courses of antibiotics prior to seeing the infectious disease physician, several CT scans were performed during the course of care. Patient has remained on chronic doxycycline over the course of the year. In 2017 the patient identified a fibrinous material at the site. A foreign body in a cylindrical shape was removed from the patients chest wall by physician #3, presumed to be the cuff from the catheter. Provider felt that he had removed the catheter intact.